Manufacturer narrative:
Results: the pusher assembly appears to have kinks in the hypo-tube approximately 27.0 cm and 31.0 cm from the proximal end of the wire. The coil also appears to be stretched and slightly kinked. The coil was introduced through a px400 catheter with a lumen of 0.025" without an issue. However the coil is slightly damaged and therefore non-functional. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not fit through a catheter with a 0.025" lumen. During evaluation, the coil was introduced through the lumen of a px400 catheter with the inner diameter of 0.025" without an issue. The kinks in the pusher assembly and damage to the coil likely occurred as a result of the resistance and difficulty advancing the coil through the catheter. The cause of the complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing embolization procedure using penumbra ruby coil system. During the case, the coil would not load into a progreat 0.025" lumen hub. A new one was opened and the case continued with no issues.